Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement which was detected via the patient remote monitoring system. Additional information indicated that this patient had chronically higher shocking impedance measurements which changed appropriately when vectors were modified. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed for continued high out of range shock impedance measurements. It was noted that the shock impedance measured greater than 200 ohms in all vectors and there were no visable issues observed with the right ventricular (rv) lead. During the revision procedure the rv lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue monitoring.